Manufacturer narrative:
Patient information - unknown. Occupation - other: distributor. Device evaluation - the inserter was received with the rod connected but loose. Turning the gold knob would not release the rod. For this reason, the pin fixating the inner shaft and the weld between the outer housing and handle were removed in order to disassemble the inserter for evaluation. Once the inserter was disassembled, it was discovered the inner shaft was sheared at the .140 diameter thread undercut. The slot of the inner shaft has witness marks suggesting an elevated torque was applied to the instrument with the inner shaft fully retracted. For the undercut to fail under torsional load, 81 in-lbs of torque would need to be applied to the device (assuming a conservative maximum shear stress of 150 ksi). No corrective action is recommended at this time as the device appears to have been intentionally overloaded. Review of device history record found (B)(4) pieces of lot 17033ap were released for distribution on 4/26/2018 with no deviation or anomalies. Two-year complaint history review found this to be the first report of this nature for the reported lot. Further review did not identify a trend for reports of this nature for this part number.

Event description:
It was reported that a two-level mis procedure was performed in (B)(6), on (B)(6) 2019. The screws were inserted successfully, and the rod was inserted on one side. The second rod, percutaneous lordotic ti rod, 5.5mm x 110 mm, was inserted and when attempting to remove the sl rod inserter (63-sp-9005) it would not release from the rod. The gold knob component would not turn. The rod was removed, the incision was extended and the rod was successfully placed manually. There was no injury to patient but the procedure was delayed 30 minutes due to trying to determine what was wrong with the rod.